Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The pump had been replaced on (B)(6) 2016 regarding normal battery depletion. No patient death occurred. The pump was returned to the manufacturer.

Manufacturer narrative:
As none of the products with a complaint alleged against them were returned, there are no complaint products available for evaluation and an evaluation is not possible.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving lioresal (2000 mcg/ml at 410.3 mcg/day; lot# was not able to be obtained) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016, the catheter was disconnected at the pump site. The connector was torn. The doctor could not aspirate the catheter. It was unknown what environmental, external, or patient factors that may have led or contributed to the issue. A new catheter was placed. The issue was resolved. The patient status was reported as "alive - no injury".

Event description:
On 2016-05-24, additional information was received from a company representative. The physician stated that the catheter was disconnected when he opened the pump pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.